Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4). Information was received from a consumer regarding a patient who was implanted with a neurostimulator for lumbar radiculopathy and spinal pain. Patient had a fall on (B)(6) 2016. Since this event, she reports intermittent stimulation and ineffective stimulation coverage after a fall on (B)(6) 2016. Impedance testing reveals that on the 8-15 lead, electrodes 9,11,12,13,14,15 were all over 10000 ohms in sitting, standing and lying positions. The two viable electrodes do not provide effective coverage to the patient's right side. Reprogramming to 0-7 lead to obtain the best coverage possible. Her primary care physician was referring her back to her implanting physician for consultation on lead revision. Issue is not resolved at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.